Event description:
It was reported that during a lamenectomy surgery, the blade/knife broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6; the product reported involved in this event was returned for evaluation. On receipt of the product the reported event of tip breakage was confirmed. The product was evaluated by product engineering who concluded that the root cause of the part fracture is likely a combination of multiple factors. Excessive ¿on¿ time and insufficient ¿off¿ time which is outside the specified duty cycle detailed in the IFU(instructions for use). In addition, the wear profile on the part indicates edge cutting may have generated side loads and torsional loads which promote part heating. Evidence of part heating was observed at the fracture site. The associated instructions for use(IFU) for this product contains the following warning; - ¿upon initial receipt and before each use, always inspect each component for damage. Do not use any equipment if damage is apparent or the inspection criteria are not met¿ - "do not strike the tip against a surgical instrument when applying ultrasonic power." - "do not apply excessive force or side loading on the tip or tip sleeve during handpiece use. Failure to comply may cause the handpiece and/or tip and tip sleeve to overheat."

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a lamnectomy surgery, the blade/knife broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.